Event description:
The customer alleges that the connector of the swivel connector was broken (cracked). The alleged issue was detected prior to use.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.